Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, once the left ventricular (lv) lead was connected to the device, it surprisingly measured out of range high impedance on the lv2 pole configuration. The lead was left in place in lv configuration where lv2 was not included. The lead remains in use. No patient complications have been reported as a result of this event.